Event description:
A customer reported to baxter (B)(4) of an administration set that presented leaks in the tube due to a hole. It is unknown when or in which care area this event occurred. There was no patient involved or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4).additional information: baxter will continue to monitor similar reports to determine if further actions are required.a batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.